Event description:
It was reported that when using the bd pyxis¿ anesthesia station es pyxis was down. A reboot was already attempted but failed. The issue had just occurred, and nobody could log in. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that the keyboard was fully functional, and no further investigation was required. The fse power off the station and reseat the universal serial bus (usb) cable to ensure the functionality. The system functioned as intended when the field service engineer verified the device.